Manufacturer narrative:
B5 - the lens was implanted into the right eye (od). Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicmo12.6, -9.0 diopter, implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted at a later date and the problem resolved. User error was reporter for cause of event. " lens got stuck in the plunger" was reported for cause details.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).